Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Prior to implantation, a significant amount of fluid was observed around the laa. The procedure was successfully completed. During a routine follow up examination forty five (45) days post index procedure, transesophageal echocardiogram (tee) revealed the closure device had shifted, was canted, was positioned proximally in the laa, and a peri device leak was present. The patient underwent surgical explantation of the closure device and the laa was ligated. No patient complications were reported.

Manufacturer narrative:
Device analysis procedural media was received and analyzed by a boston scientific medical director. In the procedural imaging no post-release images were provided therefore device movement could not be confirmed.

Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Prior to implantation, a significant amount of fluid was observed around the laa. The procedure was successfully completed. During a routine follow up examination forty five (45) days post index procedure, transesophageal echocardiogram (tee) revealed the closure device had shifted, was canted, was positioned proximally in the laa, and a peri device leak was present. The patient underwent surgical explantation of the closure device and the laa was ligated. No patient complications were reported.